Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY - TRICLIP DATA THAT TRICLIP DEVICES MAY BE RELATED TO 195 ADVERSE EVENTS WHICH ARE CONSIDERED SERIOUS INJURY INCLUDING: ANNULAR RUPTURE, ATRIAL FIBRILLATION, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, BLEEDING - MAJOR, BLEEDING - OTHER, BLEEDING - RETROPERITONEAL, CARDIAC ARREST, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, COMPLETE LEAFLET CLIP DETACHMENT, DEEP VEIN THROMBOSIS, DEVICE MIGRATION, DIALYSIS (NEW REQUIREMENT), PERMANENT PACEMAKER, READMISSION - HEART FAILURE, READMISSION (VALVE RELATED), RECURRENT TRICUSPID REGURGITATION, REINTERVENTION - TRICUSPID VALVE, SINGLE LEAFLET DEVICE ATTACHMENT, STROKE - HEMORRHAGIC, STROKE - ISCHEMIC, VASCULAR COMPLICATION - MAJOR, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED, WORSENING TRICUSPID REGURGITATION. THE RELATIONSHIP OF THE SERIOUS INJURY TO THE TRICLIP DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY - TRICLIP DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2400493. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 03 APRIL 2024 ¿ 27 SEPTEMBER 2024. PATIENTS¿ MEAN AGE IS 77 YEARS, RANGING FROM 32 TO 94 YEARS. 39% OF THE PATIENTS WERE MALE, 61% OF THE PATIENTS WERE FEMALE. AS OF 30 SEPT 2024, 477 PATIENTS WERE TREATED WITH THE TRICLIP SYSTEM.

Manufacturer narrative:
THIS REPORT IS FOR QUARTER 1 TIMEFRAME BETWEEN JANUARY 1, 2025 AND MARCH 31 2025 195 ADVERSE EVENTS THAT COULD BE RELATED TO THE TRICLIP DEVICE WERE REPORTED INCLUDING ANNULAR RUPTURE, ATRIAL FIBRILLATION, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, BLEEDING - MAJOR, BLEEDING - OTHER, BLEEDING - RETROPERITONEAL, CARDIAC ARREST, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, COMPLETE LEAFLET CLIP DETACHMENT, DEEP VEIN THROMBOSIS, DEVICE MIGRATION, DIALYSIS (NEW REQUIREMENT), PERMANENT PACEMAKER, READMISSION - HEART FAILURE, READMISSION (VALVE RELATED), RECURRENT TRICUSPID REGURGITATION, REINTERVENTION - TRICUSPID VALVE, SINGLE LEAFLET DEVICE ATTACHMENT, STROKE - HEMORRHAGIC, STROKE - ISCHEMIC, VASCULAR COMPILATION - MAJOR, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED, WORSENING TRICUSPID REGURGITATION. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED AND THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. A RISK ASSESSMENT WAS COMPLETED FOR THE REPORTED INCIDENT. ALL REPORTED DEVICE AND PATIENT COMPLICATIONS ARE INCLUDED IN THE DEVICE RISK ASSESSMENT; THEREFORE, THE COMPLAINT IS A FORESEEABLE EVENT. THE CURRENT OCCURRENCE RATES CONTINUE TO REMAIN WITHIN THE DOCUMENTED RATES IN THE DEVICE RISK ASSESSMENT. NO NEW HAZARDS OR HARMS WERE IDENTIFIED THAT WOULD IMPACT THE BENEFIT/RISK PROFILE. BASED ON A REVIEW OF THE AVAILABLE INFORMATION, THERE WAS NO INDICATION OF A PRODUCT ISSUE THEREFORE, NO REMEDIAL ACTION IS REQUIRED AT THIS TIME. B3 - DATE OF EVENT USED IS THE EARLIEST EVENT DATE. D4: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED. H6. MEDICAL DEVICE PROBLEM CODE - 3190 INSUFFICIENT INFORMATION WAS SELECTED AS LIMITED INFORMATION WAS PROVIDED FOR THE FOLLOWING EVENTS: READMISSION (VALVE RELATED).

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version22804858,4/4/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/03/2024 in a 84 year old Female. On 04/04/2024, Annular Rupture was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Annular Rupture was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,68,4/3/2024,NI,3160,4614,2993,4755,4114;4119,3221,4315,NA,042442581,4/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/24/2024 in a 84 year old Male. On 04/24/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,89.8,4/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,037849946,5/3/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/02/2024 in a 77 year old Female. On 05/03/2024, Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,72.3,5/2/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,022804858,5/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/03/2024 in a 84 year old Female. On 05/09/2024, Atrial Fibrillation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,68,4/3/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,022804858,5/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/03/2024 in a 84 year old Female. On 05/09/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,68,4/3/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042535495,5/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/05/2024 in a 88 year old Female. On 05/09/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,78.4,4/5/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042559909,5/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/06/2024 in a 89 year old Male. On 05/10/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,82.3,5/6/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042559909,5/11/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/06/2024 in a 89 year old Male. On 05/11/2024, Ischemic Stroke was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Ischemic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,82.3,5/6/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,042134702,5/13/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/08/2024 in a 86 year old Female. On 05/13/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,58,4/8/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042134823,5/15/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/15/2024 in a 75 year old Female. On 05/15/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,38,4/15/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042134738,5/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/05/2024 in a 79 year old Male. On 05/22/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,70,4/5/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042134604,5/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/08/2024 in a 83 year old Male. On 05/22/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,57,4/8/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042335129,5/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/16/2024 in a 67 year old Female. On 05/22/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,105.8,4/16/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042335129,5/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/16/2024 in a 67 year old Female. On 05/23/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,105.8,4/16/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042298828,5/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/17/2024 in a 79 year old Male. On 05/23/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,98.9,4/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042535575,5/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/22/2024 in a 78 year old Male. On 05/23/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,82.7,4/22/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042534962,5/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/23/2024 in a 84 year old Male. On 05/23/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,80.2,4/23/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042396217,5/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/06/2024 in a 55 year old Male. On 05/26/2024, Cardiac Arrest was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,55,Male,,5/6/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,042323054,5/28/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/28/2024 in a 83 year old Male. On 05/28/2024, Atrial Fibrillation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,59.51,5/28/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,041786127,5/29/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/15/2024 in a 62 year old Female. On 05/29/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,62,Female,102,4/15/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042299108,5/30/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/29/2024 in a 79 year old Male. On 05/30/2024, Major Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,77,5/29/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042299108,5/30/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/29/2024 in a 79 year old Male. On 05/30/2024, Unplanned Vascular Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,77,5/29/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,041328746,5/30/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/30/2024 in a 87 year old Male. On 05/30/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,66,5/30/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042205633,5/31/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/16/2024 in a 44 year old Female. On 05/31/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,44,Female,136.3,4/16/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,041302488,6/5/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/30/2024 in a 75 year old Female. On 06/05/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,72,4/30/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042134493,6/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/29/2024 in a 83 year old Female. On 06/10/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,50,4/29/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042274261,6/11/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/09/2024 in a 66 year old Female. On 06/11/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,66,Female,77.3,5/9/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042134738,6/12/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/05/2024 in a 79 year old Male. On 06/12/2024, Hematoma at the Access Site was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Hematoma at the Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,70,4/5/2024,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,042134738,6/12/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/05/2024 in a 79 year old Male. On 06/12/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,70,4/5/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042335178,6/13/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/08/2024 in a 88 year old Male. On 06/13/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,77.1,5/8/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042134493,6/14/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/29/2024 in a 83 year old Female. On 06/14/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,50,4/29/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042311518,6/15/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/13/2024 in a 47 year old Male. On 06/15/2024, Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,47,Male,80.9,6/13/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042545977,6/17/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/29/2024 in a 79 year old Male. On 06/17/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,76.4,5/29/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042370187,6/17/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/17/2024 in a 79 year old Female. On 06/17/2024, Access Site Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Access Site Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,60.4,6/17/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,037849946,6/18/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/02/2024 in a 77 year old Female. On 06/18/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,72.3,5/2/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,032332299,6/18/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/18/2024 in a 84 year old Female. On 06/18/2024, Major Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,93.8,6/18/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,032332299,6/18/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/18/2024 in a 84 year old Female. On 06/18/2024, Unplanned Vascular Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,93.8,6/18/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,041288586,6/19/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/16/2024 in a 76 year old Male. On 06/19/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,67,5/16/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,032332299,6/19/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/18/2024 in a 84 year old Female. On 06/19/2024, Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,93.8,6/18/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042442723,6/19/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/19/2024 in a 84 year old Male. On 06/19/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,97.5,6/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042448381,6/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/24/2024 in a 75 year old Female. On 06/24/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,89.9,5/24/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,039398743,6/25/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/07/2024 in a 73 year old Male. On 06/25/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Male,84.5,5/7/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042274219,6/27/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/07/2024 in a 80 year old Male. On 06/27/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,89.5,6/7/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042627082,6/28/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/27/2024 in a 78 year old Female. On 06/28/2024, Hematoma at the Access Site was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Hematoma at the Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,48.5,6/27/2024,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,042627082,6/28/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/27/2024 in a 78 year old Female. On 06/28/2024, Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,48.5,6/27/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042627082,6/28/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/27/2024 in a 78 year old Female. On 06/28/2024, Retroperitoneal Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Retroperitoneal Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,48.5,6/27/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042627082,6/28/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/27/2024 in a 78 year old Female. On 06/28/2024, Major Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Major Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,48.5,6/27/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,033300604,7/2/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/24/2024 in a 88 year old Female. On 07/02/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,56,5/24/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042490870,7/4/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/04/2024 in a 68 year old Female. On 07/04/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,68,Female,72.57,6/4/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042683201,7/5/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/21/2024 in a 78 year old Male. On 07/05/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,61.2,6/21/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042627082,7/5/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/27/2024 in a 78 year old Female. On 07/05/2024, Unplanned Vascular Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,48.5,6/27/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,042208774,7/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/03/2024 in a 35 year old Female. On 07/10/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,35,Female,57,6/3/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042545947,7/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/26/2024 in a 86 year old Female. On 07/10/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,47,6/26/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042748703,7/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/10/2024 in a 89 year old Male. On 07/10/2024, Hematoma at the Access Site was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Hematoma at the Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,64.4,7/10/2024,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,042748703,7/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/10/2024 in a 89 year old Male. On 07/10/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,64.4,7/10/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,040586163,7/12/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/07/2024 in a 85 year old Male. On 07/12/2024, Worsening Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Worsening Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,92.9,6/7/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042683332,7/12/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/11/2024 in a 80 year old Female. On 07/12/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,53.6,6/11/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042597691,7/17/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/10/2024 in a 84 year old Female. On 07/17/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,60.8,6/10/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042370187,7/17/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/17/2024 in a 79 year old Female. On 07/17/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,60.4,6/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,032484696,7/18/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/04/2024 in a 88 year old Female. On 07/18/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,38.6,6/4/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042721439,7/18/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/17/2024 in a 74 year old Male. On 07/18/2024, Worsening Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Worsening Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,81,6/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042697111,7/18/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/17/2024 in a 66 year old Male. On 07/18/2024, Atrial Fibrillation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,66,Male,104,7/17/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,042697111,7/20/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/17/2024 in a 66 year old Male. On 07/20/2024, Dialysis (New Requirement) was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,66,Male,104,7/17/2024,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,042627082,7/21/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/27/2024 in a 78 year old Female. On 07/21/2024, Unplanned Vascular Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,48.5,6/27/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,042627082,7/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/27/2024 in a 78 year old Female. On 07/23/2024, Dialysis (New Requirement) was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,48.5,6/27/2024,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,042634096,7/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/14/2024 in a 83 year old Female. On 07/24/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,70.2,5/14/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042310672,7/25/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/11/2024 in a 82 year old Female. On 07/25/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,56.3,6/11/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042697111,7/25/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/17/2024 in a 66 year old Male. On 07/25/2024, Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,66,Male,104,7/17/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042409642,7/29/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/24/2024 in a 85 year old Male. On 07/29/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,71,6/24/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042976032,7/31/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/03/2024 in a 73 year old Female. On 07/31/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,78.8,7/3/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,041634648,7/31/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/15/2024 in a 67 year old Female. On 07/31/2024, Permanent Pacemaker Implant was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,58.7,7/15/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,042292599,8/1/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/04/2024 in a 66 year old Female. On 08/01/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,66,Female,73.9,6/4/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042448643,8/1/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/30/2024 in a 90 year old Female. On 08/01/2024, Permanent Pacemaker Implant was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,58,7/30/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,042369763,8/2/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/28/2024 in a 76 year old Female. On 08/02/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,23.49,5/28/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,041328746,8/2/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/30/2024 in a 87 year old Male. On 08/02/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,66,5/30/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042696859,8/6/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/03/2024 in a 77 year old Female. On 08/06/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,47,7/3/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,041634648,8/6/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/15/2024 in a 67 year old Female. On 08/06/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,58.7,7/15/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042560303,8/7/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/07/2024 in a 69 year old Male. On 08/07/2024, Atrial Fibrillation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,69,Male,82.1,8/7/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,041800286,8/8/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/16/2024 in a 87 year old Female. On 08/08/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,51.6,7/16/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042642931,8/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/27/2024 in a 72 year old Female. On 08/09/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,69.1,6/27/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042507665,8/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/16/2024 in a 85 year old Male. On 08/09/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,70.8,7/16/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042507665,8/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/16/2024 in a 85 year old Male. On 08/09/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Male,70.8,7/16/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042550456,8/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/09/2024 in a 76 year old Female. On 08/10/2024, Hematoma at the Access Site was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Hematoma at the Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,57.5,8/9/2024,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,042550456,8/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/09/2024 in a 76 year old Female. On 08/10/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,57.5,8/9/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,041787264,8/13/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/02/2024 in a 61 year old Male. On 08/13/2024, Worsening Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Worsening Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,61,Male,60.8,7/2/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042608718,8/14/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/14/2024 in a 80 year old Male. On 08/14/2024, Complete Leaflet Clip Detachment was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Complete Leaflet Clip Detachment was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,107,8/14/2024,NI,2687,4614,2933,4755,4114;4119,3221,4315,NA,042559611,8/16/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/14/2024 in a 82 year old Female. On 08/16/2024, Device Migration was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Migration was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,68.6,8/14/2024,NI,4453,4614,4003,4755,4114;4119,3221,4315,NA,042512906,8/19/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/11/2024 in a 76 year old Male. On 08/19/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,90,7/11/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042545965,8/19/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/24/2024 in a 84 year old Male. On 08/19/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,81,7/24/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042609336,8/19/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/19/2024 in a 72 year old Female. On 08/19/2024, Atrial Fibrillation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,76.2,8/19/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,042550324,8/20/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/20/2024 in a 77 year old Female. On 08/20/2024, Single Leaflet Device Attachment was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Single Leaflet Device Attachment was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,68.1,8/20/2024,NI,4453,4614,2507,4755,4114;4119,3221,4315,NA,042480848,8/21/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/16/2024 in a 82 year old Male. On 08/21/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,89.3,7/16/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042464899,8/21/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/31/2024 in a 81 year old Male. On 08/21/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Male,71.4,7/31/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,012815483,8/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/15/2024 in a 66 year old Male. On 08/22/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,66,Male,81.2,7/15/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042781445,8/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/23/2024 in a 80 year old Male. On 08/22/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,102.66,7/23/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042559611,8/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/14/2024 in a 82 year old Female. On 08/22/2024, Readmission (Valve Related) was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,68.6,8/14/2024,NI,4453,4607,3190,4755,4114;4119,3221,4315,NA,042677227,8/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/22/2024 in a 32 year old Female. On 08/22/2024, Hematoma at the Access Site was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Hematoma at the Access Site was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,32,Female,89,8/22/2024,NI,1884,4614,2993,4755,4114;4119,3221,4315,NA,039567543,8/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/22/2024 in a 85 year old Female. On 08/23/2024, Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,,8/22/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042690956,8/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/25/2024 in a 77 year old Male. On 08/26/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,101,7/25/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042524497,8/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/06/2024 in a 86 year old Female. On 08/26/2024, Atrial Fibrillation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,53.5,8/6/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,042524497,8/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/06/2024 in a 86 year old Female. On 08/26/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,53.5,8/6/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042559611,8/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/14/2024 in a 82 year old Female. On 08/26/2024, Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,68.6,8/14/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042559611,8/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/14/2024 in a 82 year old Female. On 08/26/2024, Cardiac Arrest was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,68.6,8/14/2024,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,042559611,8/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/14/2024 in a 82 year old Female. On 08/26/2024, Tricuspid Valve Reintervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Tricuspid Valve Reintervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,68.6,8/14/2024,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,042707175,8/27/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/26/2024 in a 72 year old Female. On 08/27/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,95,7/26/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042546129,8/27/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/07/2024 in a 64 year old Female. On 08/27/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,64,Female,92.08,8/7/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042804402,8/30/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/08/2024 in a 80 year old Female. On 08/30/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,64,8/8/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,041685873,8/30/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/28/2024 in a 78 year old Female. On 08/30/2024, Cardiac Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Female,77.6,8/28/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,042951709,9/3/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/31/2024 in a 70 year old Female. On 09/03/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,57,7/31/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042933838,9/5/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/31/2024 in a 82 year old Female. On 09/05/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,83.2,7/31/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042933810,9/5/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/07/2024 in a 86 year old Male. On 09/05/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,87.2,8/7/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042804402,9/5/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/08/2024 in a 80 year old Female. On 09/05/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,64,8/8/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042804402,9/5/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/08/2024 in a 80 year old Female. On 09/05/2024, Unplanned Vascular Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Female,64,8/8/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,042954308,9/5/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/05/2024 in a 73 year old Female. On 09/05/2024, Single Leaflet Device Attachment was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Single Leaflet Device Attachment was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,53.52,9/5/2024,NI,4453,4614,2507,4755,4114;4119,3221,4315,NA,042794789,9/6/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/26/2024 in a 84 year old Male. On 09/06/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,70.6,7/26/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042706904,9/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/06/2024 in a 94 year old Male. On 09/09/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Male,69.8,8/6/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042546129,9/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/07/2024 in a 64 year old Female. On 09/09/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,64,Female,92.08,8/7/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,043019230,9/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/30/2024 in a 82 year old Female. On 09/10/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,66.8,8/30/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042546028,9/11/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/08/2024 in a 78 year old Male. On 09/11/2024, Readmission (Valve Related) was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,72.9,8/8/2024,NI,4453,4607,3190,4755,4114;4119,3221,4315,NA,037941640,9/12/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/24/2024 in a 70 year old Female. On 09/12/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,119,7/24/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042503489,9/12/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/31/2024 in a 88 year old Female. On 09/12/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Female,74.1,7/31/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042839512,9/13/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/17/2024 in a 82 year old Male. On 09/13/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,77,7/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042933841,9/13/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/29/2024 in a 90 year old Male. On 09/13/2024, Deep Vein Thrombosis was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Deep Vein Thrombosis was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Male,94.35,8/29/2024,NI,4440,4614,2993,4755,4114;4119,3221,4315,NA,042589117,9/15/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/13/2024 in a 83 year old Female. On 09/15/2024, Atrial Fibrillation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,89.4,9/13/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,042456144,9/16/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/24/2024 in a 77 year old Male. On 09/16/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,71.8,7/24/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042560372,9/16/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/14/2024 in a 77 year old Male. On 09/16/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,77.5,8/14/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042584990,9/16/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/22/2024 in a 76 year old Female. On 09/16/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,111.1,8/22/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,043019230,9/16/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/30/2024 in a 82 year old Female. On 09/16/2024, Unplanned Vascular Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,66.8,8/30/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,042490761,9/17/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/05/2024 in a 74 year old Male. On 09/17/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,74,Male,81.2,8/5/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042952183,9/18/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/17/2024 in a 70 year old Female. On 09/18/2024, Permanent Pacemaker Implant was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker Implant was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,107.5,9/17/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,042952092,9/20/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/05/2024 in a 76 year old Male. On 09/20/2024, Readmission (Valve Related) was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,72.6,8/5/2024,NI,4453,4607,3190,4755,4114;4119,3221,4315,NA,042630815,9/20/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/14/2024 in a 76 year old Male. On 09/20/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,93,8/14/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042589117,9/20/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/13/2024 in a 83 year old Female. On 09/20/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,89.4,9/13/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042589117,9/20/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/13/2024 in a 83 year old Female. On 09/20/2024, Unplanned Vascular Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,89.4,9/13/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,036691459,9/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/20/2024 in a 84 year old Female. On 09/22/2024, Major Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,63.7,8/20/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042697111,9/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/17/2024 in a 66 year old Male. On 09/23/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,66,Male,104,7/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042717543,9/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/08/2024 in a 60 year old Male. On 09/24/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,93.4,8/8/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042572960,9/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/23/2024 in a 89 year old Male. On 09/24/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Male,58.4,8/23/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042862858,9/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/05/2024 in a 86 year old Female. On 09/24/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,80.7,9/5/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,043058284,9/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/10/2024 in a 77 year old Female. On 09/24/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,84.1,9/10/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042954547,9/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/24/2024 in a 84 year old Female. On 09/24/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,61.2,9/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042707183,9/25/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/16/2024 in a 77 year old Male. On 09/25/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Male,100.5,8/16/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042591629,9/25/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/26/2024 in a 91 year old Male. On 09/25/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Male,80.6,8/26/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,040282143,9/25/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/24/2024 in a 76 year old Female. On 09/25/2024, Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,56.3,9/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042717577,9/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/07/2024 in a 89 year old Female. On 09/26/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,74.84,8/7/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042749764,9/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/07/2024 in a 87 year old Male. On 09/26/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Male,69.9,8/7/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042512889,9/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/14/2024 in a 79 year old Female. On 09/26/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Female,49.6,8/14/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042933778,9/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/28/2024 in a 90 year old Male. On 09/26/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Male,54.9,8/28/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042933977,9/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/28/2024 in a 75 year old Female. On 09/26/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Female,71.9,8/28/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042933980,9/26/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/28/2024 in a 60 year old Male. On 09/26/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Male,81.2,8/28/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042448643,9/27/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/30/2024 in a 90 year old Female. On 09/27/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,58,7/30/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042634499,9/27/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/04/2024 in a 71 year old Female. On 09/27/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Female,92,9/4/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042546129,9/28/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/07/2024 in a 64 year old Female. On 09/28/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,64,Female,92.08,8/7/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042634499,9/30/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/04/2024 in a 71 year old Female. On 09/30/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,71,Female,92,9/4/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042794631,10/1/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/22/2024 in a 70 year old Female. On 10/01/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,74,8/22/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,039281625,10/1/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/29/2024 in a 60 year old Female. On 10/01/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,60,Female,89.2,8/29/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,012814898,10/1/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/04/2024 in a 83 year old Female. On 10/01/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,73.1,9/4/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,041316081,10/3/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/21/2024 in a 78 year old Male. On 10/03/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,78,Male,126.9,8/21/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042585208,10/3/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/28/2024 in a 82 year old Male. On 10/03/2024, Worsening Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Worsening Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,76.2,8/28/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042677431,10/3/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/29/2024 in a 83 year old Female. On 10/03/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,69,8/29/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,041396293,10/5/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/12/2024 in a 83 year old Male. On 10/05/2024, Major Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Male,66.7,9/12/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042707284,10/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/03/2024 in a 90 year old Female. On 10/09/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,90,Female,41.8,9/3/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,013235934,10/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/06/2024 in a 80 year old Male. On 10/09/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,69.2,9/6/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,041055081,10/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/19/2024 in a 37 year old Female. On 10/09/2024, Minor Vascular Complication was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Minor Vascular Complication was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,37,Female,68,9/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,041055081,10/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/19/2024 in a 37 year old Female. On 10/10/2024, Major Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,37,Female,68,9/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,041055081,10/10/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/19/2024 in a 37 year old Female. On 10/10/2024, Unplanned Vascular Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Unplanned Vascular Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,37,Female,68,9/19/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,042634380,10/11/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/29/2024 in a 91 year old Female. On 10/11/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Female,49,8/29/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,039317020,10/14/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/10/2024 in a 73 year old Male. On 10/14/2024, Major Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Male,128.6,9/10/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042933918,10/15/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/18/2024 in a 83 year old Female. On 10/15/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,83,Female,64.3,9/18/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,038840498,10/16/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/21/2024 in a 85 year old Female. On 10/16/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,95,8/21/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042609336,10/17/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/19/2024 in a 72 year old Female. On 10/17/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,76.2,8/19/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042767018,10/17/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/05/2024 in a 67 year old Male. On 10/17/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Male,76.1,9/5/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,042952183,10/17/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/17/2024 in a 70 year old Female. On 10/17/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,70,Female,107.5,9/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042609155,10/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/04/2024 in a 64 year old Female. On 10/22/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,64,Female,77.1,9/4/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042677319,10/22/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/11/2024 in a 92 year old Female. On 10/22/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,92,Female,46.3,9/11/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042597955,10/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/27/2024 in a 73 year old Female. On 10/23/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,65.1,8/27/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042664824,10/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/06/2024 in a 94 year old Female. On 10/23/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,94,Female,49,9/6/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042310984,10/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/12/2024 in a 82 year old Male. On 10/23/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,104.2,9/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042776538,10/23/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/12/2024 in a 84 year old Female. On 10/23/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,92,9/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042834933,10/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/16/2024 in a 64 year old Male. On 10/24/2024, Hemorrhagic Stroke was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Hemorrhagic Stroke was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,64,Male,70,9/16/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,042933750,10/24/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/25/2024 in a 84 year old Female. On 10/24/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Female,47.4,9/25/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042609336,10/25/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/19/2024 in a 72 year old Female. On 10/25/2024, Atrial Fibrillation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,76.2,8/19/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,019125251,10/25/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/27/2024 in a 91 year old Male. On 10/25/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,91,Male,75.8,9/27/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042608861,10/28/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/26/2024 in a 67 year old Male. On 10/28/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Male,90.7,8/26/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042770497,10/29/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/03/2024 in a 87 year old Female. On 10/29/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,87,Female,68,9/3/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042942462,10/29/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/10/2024 in a 72 year old Female. On 10/29/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,72,Female,97.8,9/10/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042634462,10/30/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/29/2024 in a 53 year old Female. On 10/30/2024, Readmission (Valve Related) was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,53,Female,92.5,8/29/2024,NI,4453,4607,3190,4755,4114;4119,3221,4315,NA,042700271,10/30/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/12/2024 in a 82 year old Female. On 10/30/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Female,80.8,9/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042591550,10/31/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/04/2024 in a 89 year old Female. On 10/31/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,89,Female,45.4,9/4/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042776946,11/4/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/16/2024 in a 86 year old Male. On 11/04/2024, Atrial Fibrillation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,61.8,8/16/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,042862858,11/4/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/05/2024 in a 86 year old Female. On 11/04/2024, Cardiac Surgery or Intervention was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Female,80.7,9/5/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,038090836,11/8/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/23/2024 in a 93 year old Male. On 11/08/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,93,Male,66.5,9/23/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,040282143,11/25/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/24/2024 in a 76 year old Female. On 11/25/2024, Recurrent Tricuspid Regurgitation was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Female,56.3,9/24/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,042794789,12/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/26/2024 in a 84 year old Male. On 12/09/2024, Major Bleeding was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Major Bleeding was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,70.6,7/26/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,042794789,12/9/2024,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/26/2024 in a 84 year old Male. On 12/09/2024, Readmission due to Heart Failure was reported. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission due to Heart Failure was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,84,Male,70.6,7/26/2024,NI,4446,4607,2993,4755,4114;4119,3221,4315,NA,0;